Event description:
It was reported that a home patient (hp) experienced an unspecified defect with a minicap. It was not reported when in the therapy this was noted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 12 of 16.

Manufacturer narrative:
(B)(4). As the minicap was discarded by the user and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.